Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set bent cannula and site irritation on (B)(6) 2025. The event began over the last eight months. The irritation is at the cannula and spreads as wide as the plastic housing. The patient has tried flonase with no significant improvement and said that after 2 days of wear it becomes very uncomfortable. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15150. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009609, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009609". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009609 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 8 on 07-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.